Event description:
It was reported that air was noted in the tubing to the patient. There was no resultant patient complication.

Manufacturer narrative:
The set was not returned to the MFR for evaluation. However, five sets from the same lot number were returned and tested and all were found to be within specification. Co is unable to determine the cause of the reported complaint without the actual set used in the incident. The MFR requested pt info, but the hosp could not provide it.